Event description:
The customer reported to olympus, the flex deflectable videoscope had no image. The issue was found during preparation for use of a therapeutic laparoscopic surgery. There was no delay and the patient was not under anesthesia. The facility finished the procedure with another similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation. During device evaluation at olympus, it was found: image noise occurred during angulation in up/ down direction due to shortcut of the charged coupled device cable. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event may have occurred due to damage to the image sensor unit. As for the cause of the damage to the image sensor unit, it cannot be ruled out that the load was applied to the internal image sensor unit due to a small bend of the universal cord during handling, or that electrical damage was applied to the image sensor unit irregularly from the video connector electrical contact. The cause could not be determined. Olympus will continue to monitor field performance for this device.